Event description:
Patient's lawyer alleges that the patient's acetabular component "catastrophically failed" and as a result required revision surgery. Photos that accompanied the claim reveal fracture of the poly liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.